Event description:
Nurse was assessing patient with bard dignishield stool containment system and noticed that the green inflation valve was missing. Nurse thinks it must have broken off. The product was dislodged and had to be replaced. Upon removal, the nurse noted that the balloon was deflated.